Event description:
The customer reported the system would not allow fluoroscopic exposures resulting in the inability to complete pt cases. No x-ray. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator and the camera were recalibrated. The system was then found to be operating as intended.